Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler did not fire using the two green reloads. The green reload was replaced by tri-staple reload, another stapler was also used, and the case was completed without any issue. There was no patient injury.